Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI:(B)(4).

Event description:
It was by austria reported that during an unspecified surgical procedure, it was discovered that the screws of oscillating saw attachment device became loose and came apart from the device. It was reported that fragments were generated which were easily removed without additional intervention. It was reported that the devices were exchanged intraoperatively. There were no reports of surgical delay. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had two loose screws that were able to be moved by hand, one of the screws fell out of the attachment during testing and upon disassembly and inspection of the screws and the screw hole, traces of loctite were visible. It was also determined that the device failed pre-test for general condition. Therefore, the reported condition was confirmed. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The assignable root cause could not be determined. Corrected data, d9, the date the device was returned to the manufacturer was reported as october 27, 2022 in the initial report and has been updated to november 16, 2022.